Event description:
It has been reported to philips that the allura system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Review of system log file could not confirm the reported issue. Upon troubleshooting, fse found that small 2.4 kva marathon ups had bus fault. The fse bypassed the small ups and booted. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.